Manufacturer narrative:
The ck reagent lot number and expiration date were not provided. A photometer error was observed on the day of the event and, therefore, the customer exchanged cuvettes and the photometer lamp. The field service engineer found that the water pressure was too high leading to overfilling of the cuvettes and overflowing of the cells during start-up. He readjusted the main water pressure. Qc and an instrument check were performed and they were within specifications. The root cause was due to the main water pressure being too high. The service actions (readjusting the main water pressure) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with ck assay on a cobas c503 analytical unit. Initial result: 5517 u/l. This result was accompanied by a data flag which prompted the system to automatically rerun the sample. 1st repeat result: 197 u/l. This result was reported outside the laboratory and the physician questioned it. The sample was then manually repeated. 2nd repeat result: 6154 u/l (tested with 1:20 dilution).